Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had red and black lines that blocked graphics and text. Additionally, the pump touch screen was blurry. Customer's blood glucose was 197 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.